Event description:
Event description guidant received information that pacing inhibition was observed on two separate occasions following implant of this implantable cardioverter defibrillator (ICD). The pacing inhibition was only observed on surface electrocardiograms. Review of the device memory failed to identify any noise or episode generation. Due to suspicions of component failure, the physician elected to explant the device, and has returned it to guidant for analysis. Additionally, the physician elected to explant the transvenous defibrillation lead due to the possibility of the lead contacting the previously capped lead, and implanted a competitor's dedicated bipolar lead.